Event description:
It was reported that the patient had low impedance on 0 & 1 bipolar pair that existed prior to patient's fall a few weeks ago. Per the manufacturer's representative (rep), the patient's programming didn't involve the 0 & 1 and patient has good therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.